Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit displayed an error e116. The issue occurred before the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection, the legal manufacturer's final investigation, and associated h6 coding. Additionally, the following fields were updated d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reported error e116 symptom was not confirmed. However, due to a short circuit in the motherboard, error code e118 was displayed. Based on the results of the investigation, as the customer¿s reported e116 error could not be reproduced, root cause could not be determined. Root cause of the e118 error identified during the device inspection was identified as a short circuit on the mother board. Olympus will continue to monitor field performance for this device.